Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the tubing to the terminal luer connector from the arterial line to the arterial needle disconnected. Rinseback could not be performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Eval of the returned cartridge confirmed the disconnection of the luer lock from the arterial line. The disconnection is attributed to insufficient solvent used at the time of mfg. This appears to be an isolated event. Nxstage will continue to monitor as part of the routine complaint process. Nxstage medical considers this report closed. No add'l info will be provided.